Event description:
Bd vascular access devices field assurance received a sheath for evaluation that had a split at the tip. No other information was provided by the customer.

Manufacturer narrative:
The failure was found during evaluation of a returned sample.  Additional investigation is required to determine the cause of the failure. Results of the investigation are expected soon.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of an introducer not penetrating the skin without breaking is confirmed and was determined to be manufacturing related. Three 5.0 fr microintroducers were returned for evaluation. An initial visual observation showed blood use residues on all three of the returned devices. Sample one had a kink towards the distal end of the gray sheath, sample two had two kinks along the gray microintroducer sheath, and sample three had a slight bend throughout the entire device. A microscopic observation revealed sample one to have a longitudinally aligned split on the distal end of the gray sheath that appears to be manufacturing related. Samples two and three had no splits in the gray sheaths and no obvious deformation to the distal ends of the devices. Samples two and three had smooth transitions from the distal end of the gray sheath to the introducer. Based on the observations made for each microintroducer, only sample one was related to a manufacturing defect. The complaint of an introducer not penetrating the skin without breaking is confirmed and was determined to be manufacturing related. The investigation was forwarded to the manufacturing facility for further evaluation, and bd is working closely with the manufacturing facility to prevent recurrence of the reported event.

Event description:
Bd vascular access devices field assurance received a sheath for evaluation that had a split at the tip. No other information was provided by the customer.